Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a primary blood infusion set at the distal end where the tubing meets the luer. The leak was noted before the blood was hung; however the tubing was connected to the patient at the time of the leak. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak at the male luer was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed drops leaking out of the engagement between the male luer and the tubing. The root cause of the leak was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.